Manufacturer narrative:
The specimens were collected in 5ml greiner vacuette edta tubes. Controls were run before the event and did not recover within assay limits. Raw data was requested but not provided bci field service engineer (fse) repaired the connection on the ls preamp. The fse verified instrument operation. The instrument is currently performing within qc specifications with respect to control recoveries and reproducibility. The root cause is the connection to the ls preamp that was repaired during subsequent instrument servicing for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously high neutrophils (ne%) and monocytes (mo%), and erroneously low lymphocytes (ly%) results generated by coulter lh750 hematology analyzer on three patient samples. The instrument did not generate flags, and the results were reported out of the laboratory. After reporting the results, the operator discovered that the controls were recovering outside assay limits and that differential result from a survey that was run on a backup instrument did not match the lh750 instrument results. Patients #1 and #2 were rerun on the backup instrument and recovered normal differential results. The customer used these in the corrected report. Patient #3 was rerun on the same instrument and recovered similar erroneous differential results. The same specimen was then run on the backup instrument and recovered normal differential results. The customer considered the results from the backup instrument to be correct and sent out a corrected report. The customer stated that there was no death, serious injury, or change to patient treatment associated with this event.